Manufacturer narrative:
D1, d2, d2b, g5 (PMA/510k #), h4.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery intermittently depleted quickly. The customer¿s blood glucose was 479 mg/dl. The customer reverted to an alternate method of insulin therapy.